Manufacturer narrative:
Summary of evaluation: evaluation cannot be performed at this time. There is no evidence that the device failed to meet specifications.

Event description:
During an arthroscopic procedure of the right knee, polyethylene wear of the tibial insert was discovered. It was noted that there was surface lifting and blistering over the tibial prosthesis on the medial side of the joint and a loose fragment of plastic, less than 1 mm in thickness and measuring 1 cm by 1 cm, was lying free in the joint. On the lateral side of the tibial insert, there were signs of early blistering with a cloudy discoloration of the polyethylene. The plastic fragment was removed and the irregular surface was smoothed with an intra-articular chondrotome. The tibial insert will need to be revised.